Event description:
It was reported that the tip of the guidewire detached. A v-14 control wire was selected for use in a procedure to cross the severely occluded and diseased long anterior tibial (at) artery. During the procedure, the tip of the wire became coiled and then detached from the guidewire. Balloon percutaneous transluminal angioplasty was performed, but the at flow only marginally improved. The patient condition did not change. Heparin was prescribed for approximately 48 hours. No patient complications were reported. It was further reported that the target lesion was severely calcified, and the tortuosity was moderate to severe. The guidewire was removed from the patient without the tip.

Manufacturer narrative:
E1: initial reporter was updated.

Event description:
It was reported that the tip of the guidewire detached. A v-14 control wire was selected for use in a procedure to cross the severely occluded and diseased long anterior tibial (at) artery. During the procedure, the tip of the wire became coiled and then detached from the guidewire. Balloon percutaneous transluminal angioplasty was performed, but the at flow only marginally improved. The patient condition did not change. Heparin was prescribed for approximately 48 hours. No patient complications were reported.